Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was damaged causing intermittent connection to the monitor. The root cause for the damaged cable could not be positively identified. No adverse event resulted from the damaged belt.